Event description:
This lead was attempted at implant on (B)(6) 2013 due to terminal pin was found to be bent. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).